Manufacturer narrative:
According to returned implant registration card, onxace-21 sn (B)(4) valve opened/not implanted. Additional information as follows; no alleged deficiency toward the valve. Patient anatomy required a smaller valve. Additionally, the patient is deceased due to multi-system failure. No additional information forthcoming. An internet search for the patient's obituary returned no results. This investigation is relegated to onxace-19 sn (B)(4). The valve was not returned so no direct observations could be made. The manufacturing records for the onxace-19, sn (B)(4) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. A 70-year-old patient implanted with onxace-19 sn (B)(4) on (B)(6) 2019. Additional information indicated that the patient died due to multisystem organ failure and that there was no alleged deficiency against the valve. Information pertaining to indication for implant, patient comorbidities, the date of death, or the sequence of events preceding the death are unknown. If additional information becomes available, it will be evaluated, and the complaint will be reopened. Cause of death was related to multisystem organ failure. There was no alleged deficiency against the valve. Death is a recognized risk of complications associated with prosthetic valve replacement [instructions for use]. Root cause for the multisystem organ failure is unknown, however there is no alleged deficiency toward the valve. Based on the available information, root cause for this event was related to multisystem organ failure. Furthermore, there is no suggestion, evidence, or indication that the valve was functionally deficient. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to returned implant registration card, onxace-21 sn (B)(4) valve opened/not implanted. Additional information as follows; no alleged deficiency toward the valve. Patient anatomy required a smaller valve. Additionally the patient is deceased due to multi-system failure. No additional information forthcoming. An internet search for the patient's obituary returned no results. The investigation is relegated to onxace-19 sn (B)(4).